Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for arrhythmia. Their medication was adjusted. The arrythmia was thought to be influenced by arrhythmogenic right ventricular cardiomyopathy (arvc). The patient wad discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The hospital was contacted for additional information but would not provide any further information related to the event. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas). . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm 3 lvas. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.